Manufacturer narrative:
Initial.

Event description:
It was reported that the patient discontinued use of the ilet pump and sought to return it due to alert fatigue, primarily from repeated low glucose alerts after experiencing a blood glucose nadir of 57 mg/dl that was treated with oral carbohydrates; no device malfunction details or component issues were identified. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included the need for medication intervention in the form of oral glucose, with no serious injury, illness, or impairment reported. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.